Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0lnef, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the patient¿s implant was coming toward the surface of the skin, starting a month after implant. The patient was considering explant. However, their therapy worked well for them. Two days later, the stimulator popped out even further. Explant was scheduled for (B)(6) 2014. While on the call, the patient turned stimulation off. The patient would consider re-implant after the explant had taken place. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.